Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the poppet valves (ln 9d36). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed magnesium results on the architect c16000 analyzer. The following data was provided (mg/dl): h23066 initial 0.8, repeat 2.2, h22641 initial 0.8, repeat 2.5 , h22887 initial less than 0.7, repeat 1.7 . The patients were given magnesium, however after multiple attempts, the dosage, diagnosis, and any resulting patient impact was unable to be obtained. No negative impact to patient health was reported.